Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. The caller was informed not to use third-party charging supplies, and a replacement tandem mobi wall adapter, charging cable, and charging pad were sent via two-day shipping. It was advised that if the pump battery depletes before receiving the replacement, the customer should rely on mdi.